Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), intermittent capture was observed. Ipg was not implanted and was replaced by another ipg. Second ipg exhibited intermittent capture also. Ipg was neve implanted and was replaced. No patient complications have been reported as a result of this event.